Event description:
The customer reported that the ventilator support arm dropped suddenly and hit a patient in the head. The patient was not harmed or injured as a result of the event. The customer cannot determined which flex arm was involved in the incident and to what ventilator the flex arm was connected to.

Manufacturer narrative:
Co has attempted to collect further information and/or the part for investigation. Co will notify FDA when further information become available.